Event description:
It was reported that error messages were observed on the programmer interface. Two different programmer inductive heads were used and the same errors remain observed. In addition, the same programmer inductive head was used with another programmer and there was normal behavior. It should be noted that this subject programmer was used without issue observed during training session on (B)(6) 2015. However, it could never been used since it was sent to the customer (end of (B)(6) 2016). An investigation is required.

Manufacturer narrative:
Investigations revealed a defect on the baseboard of the programmer that could be linked to polluted connectors on the central processor unit board.

Event description:
It was reported that error messages were observed on the programmer interface. Two different programmer inductive heads were used and the same errors remain observed. In addition, the same programmer inductive head was used with another programmer and there was normal behavior. It should be noted that this subject programmer was used without issue observed during training session on (B)(6) 2015. However, it could never been used since it was sent to the customer (end of (B)(6) 2016). An investigation is required.

Event description:
It was reported that error messages were observed on the programmer interface. Two different programmer inductive heads were used and the same errors remain observed. In addition, the same programmer inductive head was used with another programmer and there was normal behavior. It should be noted that this subject programmer was used without issue observed during training session on (B)(6) 2015. However, it could never been used since it was sent to the customer (end of (B)(6) 2016). An investigation is required.